Event description:
It was reported that the programmer's touch screen was only working intermittently and the programmer head was unable to interrogate. Changing out the head and the stylus did not resolve the issue. The programmer was returned for service. Follow-up determined that there were no patient complications as a result of this event.

Event description:
It was reported that the programmer's touch screen was only working intermittently and the programmer head was unable to interrogate. Changing out the head and the stylus did not resolve the issue. The programmer was returned for service. Follow-up determined that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus pen is intermittent (pen would skip when drawing on the screen). Rf (radio frequency) head would intermittently interrogate; cracked solder joints found on head connection of a printed circuit board assembly.